Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 378 mg/dl. At the time of the report, the customer's bg level was 254 mg/dl. The customer administered a bolus. Reportedly, the customer's pump settings were entered incorrectly. The customer was able to correct the settings.